Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare provider reported left side rupture and an exchange of textured breast implants due to patient product concern. Device remains implanted.

Event description:
Healthcare provider reported left side rupture and an exchange of textured breast implants due to patient product concern. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, yellow particles on the surface of the shell. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed.

Event description:
Device has been explanted.